Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by the health care professional stated that consumer wore the contact lenses and experienced lenses torn in the eyes which resulted sensation of scratch and red eyes, eye pain, temporary damage (epithelial loss) in both the eyes. Consumer visited to optician to remove the torn lenses from the eyes. Optician has advised unknown eye drops for unknown duration. The current status of consumer eyes was symptoms are continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. The device history records are reviewed prior to product release to ensure the product was manufactured in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).